Event description:
On (B)(6) 2010, pt reported he inserted a new infusion site on (B)(6) 2010, which ended up being kinked and caused him to have elevated blood glucose readings. Pt stated that on (B)(6) 2010, he didn't feel right when he woke up, so he tested his blood glucose and received a reading of 500 mg/dl. Pt stated he bolused 8.0 units of insulin and then also took an injection of 12.0 units of insulin because he "had a suspicion" that the cannula was kinked. Pt reported when he got home at 3 pm on (B)(6) 2010, he noticed that the site was wet around the pad area and smelled insulin, so he removed the site and saw that it was kinked. Pt stated he inserted a new site and bolused 12.0 units of insulin; was able to bring his blood glucose back down to his normal range. Pt's normal blood glucose is 125 mg/dl. Pt reported he did feel a bit of resistance during that particular insertion and thought maybe he hit some scar tissue. Pt stated the infusion site was in his abdomen. Pt reported he did not receive an e4 (occlusion) error alert on the infusion device. Pt stated currently his blood glucose is normal. Pt has discarded the infusion site that was kinked. The pt did not require assistance from a health care professional or second party to address the issue. Sent an insertion assist device; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.